Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Two photos were provided of a monitor screen with the lens shown in the eye. Photo one: a red arrow has been placed indicating the haptic that appears to be misfolded. The reported scratch damage was also observed. Photo two: shows more of the optic, but not the complete optic. One set of toric axis marks are visible in the viewing area. The scratched damage was able to be seen in this photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was not provided. It is unknown if qualified associated products were used. Based on our observation of the attached photos, the lens was scratched and a misfolded haptic was observed. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information indicated that the axis shifted. It is unknown if the lens was placed at the intended axis. Rotation of the company toric iol away from its intended axis can reduce the astigmatic correction. Misalignment greater than 30 degree may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. Information was provided in the file: healthcare professional submitted a report of haptic bent. A scratch was noted at the optic haptic junction during implantation. Initially, it was not expected to affect visual outcomes. At follow up, the haptic was found folded forward, contacting the iris, causing pigment dispersion and elevated intra ocular pressure (iop). Dr. Chen decided to continue observing the patient condition and not change the lenses for now. The patient iop has recovered, with a visual acuity (va) of 0.5sc and a diopter of +0/-2.75x3, but the lens insertion has not been able to correct the condition. The dilated pupil photo shows that the astigmatism axis has shifted from approximately 113 to 120 degrees. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, haptic was bent. A scratch was noted at the optic haptic junction during implantation. Initially, it was not expected to affect visual outcomes. At follow-up, the haptic was found folded forward contacting the iris, causing pigment dispersion and elevated intra ocular pressure (iop). Additional information was received and stated, doctor decided to continue observing the patient condition and not change the lenses for now. The patient iop has been recovered, with a visual acuity of 0.5sc and a diopter of plus 0/minus 2.75 x 3, but the lens insertion has not been able to correct the condition. The dilated pupil shows that the astigmatism axis has shifted from approximately 113 to 120 degrees.